Event description:
It was reported that there was a white floating particle in a small volume intermate. This was noted before patient use. The device was filled with teicoplanin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured from april 16, 2015 to april 20, 2015. Evaluation summary: the device was received for evaluation. A visual inspection identified that there was a white particle, approximately 0.35 square mm in size, floating in the reservoir. The origin of the particulate matter could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.